Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump numbers do not display on the screen and there is condensation in the reservoir compartment. The customer's blood glucose reading was 266 mg/dl at the time of incident. Troubleshooting found that the issues occurred while priming pump. The customer was unable to complete troubleshooting and indicated they would call back.